Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malf 3 code. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and advised the customer to use mdi as a backup therapy to ensure continuous insulin delivery. The customer was guided on how to put the pump into storage mode before returning it and was provided with a pre-paid label for the return, which they acknowledged and understood.